Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that patient presented to clinic and noise was observed on the ra lead. Atrial lead noise recorded by device does not appear to be external. Device showed mode switch episodes. Patient had recurrent falls and is dependent on pacemaker. Physician elected to explant both lead and device. Patient is stable post procedure.

Manufacturer narrative:
Correction: PMA/510(k) # has been updated.